Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in process and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was diagnosed with peritonitis during a peritoneal dialysis clinic visit, on (B)(6) 2014. On (B)(6) 2014, effluent expressed from the peritoneal dialysis catheter was cultured and grew (B)(6). This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment: the pt did not wash their hands and did not don a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the pt's signs and symptoms or peritonitis have resolved, and the pt has been re-educated on sterile fields and aseptic technique during peritoneal dialysis treatment.